Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a medical condition in conjunction with a vest system. The patient experienced redness and irritation around the percutaneous endoscopic gastrostomy (peg/mickey) site. Upon further examination, granulation was observed around the mickey site. The area was treated with antibiotic cream, silver nitrate triple antibiotic ointment, and hydrocortisone. There was no report of device malfunction, and the device remains with the patient for continued use. An in-home patient visit by a respiratory clinician is planned to review therapy, garment fit, and foam cushioning use. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.